Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was mildly calcified, mildly tortuous, 80% stenosed lesion in the ostial left circumflex (lcx) artery. The physician predilated with an unnown size balloon. The taxus express2 2.50x24mm drug eluting stent was tracked into the vessel. Before deploying, the edge of the stent appeared to be flared up and could not be taken across the lesion. The physician removed the device and completed the case with another taxus stent of similar size. No patient complications were reported. Patients conditions is reported as satisfactory/good.